Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. DHR: this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: it was confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the event description and as the complaint reported, the balloon burst due to severe calcification lesion.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The ballon was successfully removed from the patient's body, and the procedure was completed with another of same device. There were no patient complications, and the patient was in good condition post-procedure.